Manufacturer narrative:
The insulin pump alarmed with a motor error during the rewind due to a corroded motor home switch. The pump was unable to perform the displacement test due to the motor anomaly. The device was also unable to be tested for its operating currents, signal too low alarms, watchdog timeouts, and for unexpected restart errors due to the motor error. The pump was also received with minor scratches on the lcd window and reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump squealed loudly and then had an unexpected restart followed by a blank display. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The battery cap contacts and the spring were not corroded or damaged. A new aaa alkaline battery was inserted into the pump and the display returned. The self-test was performed and the pump passed. In the alarm history an unexpected restart was found. When the customer tried to rewind the pump a motor error occurred. Another attempt to rewind yielded a second motor error. The insulin pump was returned for analysis and a replacement device was shipped to the customer.